Event description:
It was stated in the report that the patient's partial pressure of carbon dioxide (ppo) was 170, requiring a repeat blood gas test. The nurse drew arterial blood using standard procedures. When the cap was attached to release air, blood leaked from the cap, resulting in the loss of the blood sample. A new blood sample was collected from the patient, and no adverse effects were reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.